Event description:
It was reported that on (B)(6) 2022, the alleged implants were stripped when trying to attach the aiming arm. The handles for the multi wire guide did not fully connect to the multiple wire guide and parallel guide, getting stuck before fully connecting, damaging the guides. Multiple sets were opened to see if it there was a solution, the standard guide from the 6.5/7.3 cannulated set was ultimately used. A tna was performed and the drill bit hit the nail after using the compression feature, depth gauge was bent from usage and faded. This report is for a 4.5mm va-lcp curved condylar plate/8 hole/195mm/right. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: jdp, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.